Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The physician palpitated the ipg, ordered x-rays and determined that the ipg was tilted. The patient underwent a revision procedure to reposition the ipg. The patient was doing fine post-operatively.